Event description:
It was reported that the tandem mobi pump would not turn on. The customer's blood glucose level did not exceed 500 mg/dl, so there was no adverse impact. Initially, a replacement pump was sent, but it was found that the pump began charging with a third-party charger, and now the customer is awaiting a replacement charging pad to confirm if it works with the original equipment.